Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the cartridge was leaking. There was no impact to customer's blood glucose level. Customer successfully changed the cartridge and resumed insulin delivery.